Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be identified. However, the phenomenon may be caused by the use of a non-olympus lamp for a long period of time. The following verbiage is identified within the instruction manual regarding the use of a non-olympus lamp: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp cause damage to the light source and ancillary equipment, malfunction, or a fire". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The problem was resolved by the user facility after troubleshooting with the assistance of olympus technical support. The initial reporter attributed the likely cause of the problem to use error. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device went to the spare lamp and the lamp expired prematurely. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.